Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer is calling to report that the cartridge leaked during a cartridge change. Cartridge is being returned and replaced. No adverse event alleged.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.